Event description:
Consumer alleges her right leg got caught between the lifted foot platform and wheel allegedly causing her to fall.

Manufacturer narrative:
The returned seat could not be correlated with the alleged incident.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges her right leg got caught between the lifted foot platform and wheel allegedly causing her to fall.